Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient mentioned around 3 months ago they had an issue where they had an "emergency refill" done while their doctor was in india. Patient described what sounded like a pocket fill. Patient later stated they have never had an issue before but then stated the pump was implanted "cockeyed" and the hcp was considering replacing the catheter when it comes time to replace the pump because of concerns that the pump may "kink up".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated they saw 'low reservoir alarm,' confirmed service code 97 on their handset 'a few days ago,' but stated they had not heard the pump alarm yet and have not given themselves a bolus since they saw the message. The patient stated they have lad a lot of anxiety the last couple of days. Patient stated they called the hospital, who told them to find a new doctor on their own to fill the pump, or they could wait for the pump to start beeping and go to the hospital and they could try to find a doctor to have the pump filled and call mdt with any questions about the pump. The patient inquired what they should do, and the patient service specialist reviewed considerations and redirected patient to their healthcare provider for further assistance. The patient stated their pump usually lasts about 6 months before they have to get it refilled because 'I barely hit the button. I think that's why the pump has lasted as long as it has. I don't go banging it every time it's ready.' When patient service specialist inquired about pump medication, patient stated 'it's a derivative of morphine. It's like a concentrated morphine. I only get it filled every 6 months or something like that.' Additional information received from the consumer on 2023-nov-15 indicated that the pump started doing the single tone alarm and wanted to review what the alarm meant. It was noted that the patient may have found a healthcare provider to manage their pump. Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep) on 2023-nov-23 and it was reported the patient went to get the pump refilled after his managing doctor stopped taking his insurance and he reported he could not do self-pay before his new insurance started. It was noted they did not do it properly and his personal therapy manager (ptm) was now not enabled. Environmental, external, patient factors that may have led or contributed to the issue included insurance change and change in pump refill doctor. The patient was redirected to the doctor as the rep did not make adjustments to the pumps. The patient was going to make an appointment. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available. Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) on 2023-dec-04 indicated the software version was unknown. The patient reported the actual process of refill was not correct, but the rep was not sure what that meant. The patient mentioned he thought he was over dosed with medication and that was reason they disabled the ptm. The cause of the patient not hearing the active low reservoir alarm was unknown. The patient saw his managing md to enable the ptm now that he takes his new insurance and refill was completed. Additional information was received from a consumer, on 2023-dec-05 and it was reported that about a week before thanksgiving they started alarming and saw the low reservoir message on the ptm. It was noted the patient conserved the boluses (they were programmed for four per day but stated usually only use 4 per week) but the pump went empty and the ptm showed the empty alert. The patient was sent to the emergency room (ER) the day before thanksgiving. It was further reported the person that did the refill at the ER used a "straight needle" which was bent when the hcp removed it from the body/pump. It was reported the patient was overdosed, woke up, and discovered they had been admitted to the hospital after the fill due to overdose. It was noted the patient had gotten a bunch of messages including service codes 114 and 372. The hospital turned down the medication 80% and disable the patient boluses/ptm because "nothing was working". The patient reached out to a company representative (rep) the day before thanksgiving (2023-11-22). It was reported the patient¿s healthcare provider (hcp) said they were "detoxing". The patient confirmed as of 2023-12-01 everything was active and functioning as expected. The patient had morphine in the pump. It was also reported the patient had parkinson's that was progressing, so they were shaking a lot.